Manufacturer narrative:
Fluid was found above the o-ring showing that the o-ring is inadequate. Because the o-ring was inadequate it caused fluid to leak onto the reservoir. The device was unable to properly deliver insulin due to the fluid leak.

Event description:
It was reported the patients blood glucose level rose to 268 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a bolus attempt was made.